Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured in the middle just before the nominal pressure when inflated for 20 seconds. The device was simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.